Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a smart coil detachment handle (handle), non-penumbra coils, a non-penumbra microcatheter and a guidewire (0.014). During the procedure, the physician placed two non-penumbra coils in the target location. Subsequently, the physician advanced the smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil manually and by using a hemostat but was still unsuccessful. Therefore, the physician decided to remove the smart coil. While retracting the smart coil, the smart coil unintentionally detached halfway in the microcatheter. Therefore, the physician used a guidewire and pushed the coil back into the aneurysm. Next, the physician advanced another smart coil and attempted to detach it using the same handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil manually but the smart coil still failed to detach. Therefore, the smart coil was removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.